Event description:
Related manufacturer reference number: 2017865-2023-50241. It was reported that the patient presented to hospital with redness due to infection and skin erosion at device pocket. The device pocket was noted to be swelling. During the explant procedure, the screw of the right ventricular (rv) lead was broken. The implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead were explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.